Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted device not returned.

Event description:
It was reported that the pump battery gauge went from 5% battery life to 15%, and then back to 5% without charging the pump. This issue was also noted when the pump was also at higher battery charges and fully charged. There was no reported impact to the customer's blood glucose level.